Manufacturer narrative:
The insulin pump was received with corroded keypad traces. No traces of moisture were noted on the electronic or motor assemblies per visual inspection. The device had missing end cap sticker, minor scratches on the lcd window, cracked case at display window corners, cracked battery tube threads, and broken reservoir tube lip.

Event description:
Customer reported via phone, he was in the river and he had the device in an aqua bag and it opened up. The device was exposed to fluids. Customer's blood glucose was 171 mg/dl. Fluids were located under the screen. No other damage was located on the device. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. He agreed to return the device for analysis.